Event description:
Pt underwent rf ablation of left greater saphenous vein for one incompetent perforator, through two separate accesses. An initial follow-up visit was conducted five months later, and an ultrasound was performed, which detected a deep vein thrombus. The pt was treated at that time with plavix 75 mg to be taken every day. An add'l follow-up visit 28 days later showed complete resolution of symptoms, and no deep vein thrombus present.

Manufacturer narrative:
No malfunction was reported, and product was not returned.